Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a diagnostic procedure, using a 6fr sheath. Reportedly, when the needles were removed, no sutures were attached. This was experienced with both proglide devices. A non-abbott device was used to achieve hemostasis. Reportedly, the patient experienced discomfort from the two failed devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.